Manufacturer narrative:
Month and year are valid. The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers might be implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion. Reportedly post-op, s1 screw broke below tulip. The patient underwent revision surgery for removal of hardware and re-instrumentation. The surgeon performed an anterior lumbar interbody fusion and a revision posterior fusion. No fragments of the devices remained inside the patient's body. The patient did not achieve solid fusion. The patient tested positive for gram negative bacilli.

Manufacturer narrative:
A single post op x-ray was provided. Date post-op unknown. No screw fracture is observed, but the interbody graft appears to be displaced anteriorly. A surgical site infection may have attributed to construct failure by report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis: the bone screw has broken just under the head. The fracture surface reveals an uneven fracture with visible smearing noted. The overall look of this fracture is consistent with material overload. Due to the surface damage and angulation of the fracture no fatigue lines were noted. If information is provided in the future, a supplemental report will be issued.